Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the issue occurred around (B)(6)2017 and problems started right after this event. It was reported that the patient got some sort of push/hit which made them fall. There was a report that they had to self-catheterize again and know they started to be able to urinate themselves and can cut down on number of catheterizations per day. Still had to improve hopefully in time to get same therapeutic effect as before and can go without any catheterization. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. The patient experienced shocking shortly after being involved in "some sort of aggression." There was a loss of therapeutic efficacy since then. There were no high impedances, and reprogramming did not resolve the event. It was noted the aggression maybe damaged the ins. During revision procedure, the lead was directly tested and showed normal responses at low voltages. Lead testing confirmed the lead placement was correct and was working properly. The ins was explanted and replaced. Stimulation through ins on lead was not performed within the operating room. It was unknown if the event had resolved. No further complications were reported.

Manufacturer narrative:
H3. Device analysis for ins (B)(4) revealed the ins functionally okay. There were insignificant anomalies. Due to the reported complaint, the ins was put through a long-term monitor test and functioned without issue throughout 100 hours of testing at body temperature. If information is provided in the future, a supplemental report will be issued.